Event description:
It was reported that system froze while transitioning from phaco to irrigation/aspiration. Surgery was completed with a back up unit. No pt injury reported.

Manufacturer narrative:
(B)(4). Eval summary: field service engineer (fse) visited site and found errors in collected logs. Fse replaced printed circuit board, ethernet cable, stack connector and network adapter. System showed no symptoms of failure after 20 cycles and several mode changes and repeated testing of prime/tune and power cycles. Per fse, unit meet amo specifications.